Event description:
In 2005, this marfan's pt was implanted with the three aortic extender components for the treatment of a type b aortic dissection. The pt was identified with a proximal type I endoleak. Six days later, a computed tomography scan revealed a type b dissection that extended from the left subclavian artery distally to the diaphragm. The three aortic extender components were placed at the distal portion of the dissection. A large false lumen remained. The following month, the pt was converted to open surgical repair. A resection and replacement of the pt's aorta was performed with implantation of a 22mm dacron graft. The pt tolerated the procedure and was discharged to long term care three weeks later.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Please note: according to the gore excluder aaa endoprosthesis instructions for use, the device is intended to treat infrarenal abdominal aortic aneurysm (aaa) disease. This device has not been tested in marfan's pts with dissections of the descending thoracic aorta. Please note: attached list of add'l device implanted in this pt and related to this event: pxa280300, pxa280300.